Event description:
It was reported that during a lap chole procedure, the applier was on the artery, fired it and it would not open or release. This was on the first firing. Then he kept jiggling trying to open and it would not open at first then it finally released. Case completed with another same like device. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.